Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with unknown mentor gel implants experienced right sided rupture post procedure. The patient did not report an MRI. The patient saw a health care professional. The patient also reported that she had developed a lump under her right arm that was determined to be an infection of the lymph nodes. The patient states she has been very sick and underwent three blood transfusions. Additionally, the patient reports to have had a fluctuation in her weight. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right prosthesis was reported initially under 1645337-2019-18211 on (B)(6) 2019. On 9/6/2019 additional information was revealed which uncovered the potential of bilateral contribution to the patient's reported problems. This report relates to the left implant.